Manufacturer narrative:
Citation: bleiziffer, s. Md et. Al. Incidence, predictors and clinical outcomes of residual stenosis after aortic valve-in-valve. Heart (2018) 104(10):828-834 epub 2018 jan 19 2018, doi: 10.1136/heartjnl-2017-312422 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the incidence, predictors and clinical outcomes of residual stenosis after a valve-in-valve implant. All data were collected from the multi-center, multi-country valve-in-valve international data registry (vivid). Data was collected between 2007 and 2015. The study population included 910 patients, 50% of which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 78.3 ± 8.5 years. Among all patients, adverse events included: valve malpositioning, valve-in-valve, stenosis with subsequent increased gradient measurements, patient prosthesis mismatch, vascular complications, blood loss, aortic regurgitation, cerebral vascular accident (cva) and coronary obstruction. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.